Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when complete.

Event description:
Customer reports that the guide wire unraveled and a part was left in the pt. The portion of guide wire is resting in an occluded vein. A decision is still being made on what steps to take next.